Event description:
The user facility reported a 59-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 needed to be explanted due to a pump stop. The patient was in ICU after impella insertion, extubated and progressing well. Then suddenly the patient mps dropped to the 50s and drips were increased. The patient was tachypneic. Stat echo had been ordered to check heart function and impella position. Echo showed large pericardial effusion. The heart failure team was at the bedside and began stripping chest tubes with significant draining coming out. Labs sent and massive transfusion ordered. Bleeding from chest tubes was constantly filling up the pleurovacs. Abg came back with ph of 7.0 and patient was emergently intubated. Heparin stopped and transfusions began. Packed red blood cells, platelets and fresh frozen plasma and well as albumen given. Effusion continued to return if stripping of the chest tubes stopped. The patient was taken to the or and as soon as chest open a large gush of blood came from the lower aspect of the anastomosis of the graft onto the aorta. The impella level was dropped to p1 and surgeon emergently pulled impella back in order to clap and control large amount of bleeding. The impella subsequently alarmed and the motor stopped. The graft was repaired but unable to use the current impella as it stopped and in the graft. The impella was removed, and surgeon made the decision to support the patient with inotropes and pressors as the graft was not usable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the heart valve damage and the pump stop issues has been completed since the initial report was submitted. The product was not returned for investigation. It was reported that there was significant bleeding from the graft's lower aspect onto the aorta. The cause of the pump stop issue was most likely biomaterial, based on data log review. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.